Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system crashed during start up. Review of the system log file showed that the programming error and the host pc os disk smart data normal. To resolve this issue, fse reinstalled the host pc software through ghost program software and reconfigured the host pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, stalling at 00:00. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.